Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his battery packs will not power up his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. Upon evaluation, the battery would not communicate with a test monitor or charge on a test charger. The cause for the communication errors was likely the result of defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.